Manufacturer narrative:
No conclusion code available; final analysis found damaged capacitors. Holter bit was enabled which was likely due to bit flip. This caused increased current drain and affected the device longevity as seen in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited elective replacement indicator. The message was cleared and during interrogation, the message reappeared. Premature battery depletion was suspected. The device was explanted and replaced. The patient experienced no adverse consequences.